Event description:
Healthcare professional reported a right side exchange due to patient's concern with the product. Healthcare professional later reported "bloody type of seroma fluid" and "double capsule on the posterior surface". Device has been explanted and replaced.

Manufacturer narrative:
Continued health effect - impact code 4: f2201. Continued health effect - impact code 5: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, double capsule, and anxiety - product/procedure. Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety¿product/procedure: unable to observe since it is a medical event and is not related to the device. Additional observations: wear abrasion is observed. Deformation is observed. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety¿product/procedure: unable to observe since it is not related to the device. ¿ seroma: unable to observe since it is not related to the device. ¿ double capsule: unable to observe since it is not related to the device. Additional observations: ¿ wear abrasion is observed. ¿ deformation is observed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported a right side exchange due to patient's concern with the product. Healthcare professional later reported "bloody type of seroma fluid" and "double capsule on the posterior surface". Device has been explanted and replaced.